Event description:
It was reported the unit does not power on. The event did not occur during surgery. No adverse events were reported as a result of this malfunction. Upon evaluation the power cord for the unit was noted to be burnt.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit had no power and the power cord was burnt. The power cord was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends